Manufacturer narrative:
Physio replaced the device's battery wire harness and battery contact pcb assembly as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. There was no patient use associated with the reported event.